Manufacturer narrative:
Unit received with no button response due lcd keypad connector unlocked. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to perform the displacement test due to keypad anomaly, connector was locked and self-test was performed and no pic failed self-test noted. Unit received with flattened act keypad dome.

Event description:
Customer reported via phone call to have received excessive radio frequency pic failed self test alarm. Customer's blood glucose was 158 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.